Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused medication to the patient. The expected therapy time was unspecified; however, it was reported that the total weight at the start of therapy was 302g. After the therapy time was completed, it was observed that the device still had 105g of medication in the device which indicated that they medication delivery had not completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.